Event description:
Information was received that a smiths medical tracheostomy was leaking. Attempts were made to inflate, but without success. No further information received. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one custom bivona tracheostomy tube was returned for investigation without its original packaging inside a ziploc bag. The sample was received in used condition with its certificate of decontamination. Visual inspection was performed at 12 inches and under normal lighting to look for any damages on the cuff, airline,or pivot balloon. Contamination was found on the pilot balloon. 5 cc of air was supplied into the unit to see if the sample was able to inflate. When inflating the sample with air, the cuff inflated in a manner that was not uniform. The balloon was subsequently manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times without any issues. The cuff inflated all four times without any issues. The sample was subsequently submerged in water to look for leaks. No leaks were observed. The customer reported product problem was not verified. A root cause could not be established as a result.